Event description:
Customer reported that a red tinged chemotherapy agent was infusing as a secondary IV. The nurse observed "streaks" of red liquid going into the primary bag of normal saline. Primary and secondary bags and tubings changed. IV sets will not be sent back for investigation since both sets contained chemotherapy.

Manufacturer narrative:
Pt info requested and all available info is included.